Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level as high as around 300 mg/dl. The user changed all the supplies and continued to experience an elevated bg level. The user addressed bg level with corrections via the pump. During troubleshooting with tandem's technical support, a small air bubble was found and it was successfully primed out.